Event description:
The hospital biomedical engineer contacted philips to report that the "tabs are worn and she can pull the ac connector out of the defib". There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.